Manufacturer narrative:
Corrected fields: g2. Additional information added to field h6. From the device inspection result it was confirmed that non-olympus lamp has been assembled. About assembling non-olympus product, the description mentioned below in the instruction manual. Warning never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source power button was broken, and the unit couldn't turn on. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that power of the unit cannot be turned occurred by failure of the power button due to failure of the power converter. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during preparation for use prior to a unspecified procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results from the legal manufacturer's final investigation corrected fields: h6 (type of investigation code 3331 needs to be removed) and h11 (presumed probable cause). Based on the results of the investigation, it was presumed that the power was not turned on since power supply failure was confirmed. Olympus will continue to monitor field performance for this device.